Event description:
Pt having voiding cystourethrogram done. The reported catheter was taped at the shaft to the pt's leg. The catheter pulled apart at the y-connector and shaft joint as noticed by urine leaking from the pt. The catheter was removed and replaced with another catheter. No further pt injury resulted. The reported device is not available for evaluation; however, product from the same lot number wil be returned for evaluation.